Event description:
Additional information revealed that the patient was hospitalized and recovered without sequelae. The cause of the event was said to be attributed to a catheter occlusion at the pump catheter connection. A catheter dye study was done and the hcp was unable to aspirate from the port. The pump was replaced. The signs and symptoms associated with the event included muscle spasms, neuropathic pain in the thoracic spine. The pump was used to deliver 720.4mcg/day of lioresal with a concentration of 2000mcg/ml.

Event description:
It was reported that filling difficulties occurred. After old drug was removed from the pump, the physician was unable to fill the pump with 40 ml of drug. It was noted that patient¿s relief from spasticity was ¿erratic.¿ the pump was replaced. The patient outcome was noted as alive with no injury. The pump was being used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative. A dye study was done sometime in 2013/2014 they were unable to aspirate the catheter. The patient was sent for surgery. During surgery tissue was found around the catheter connector and pump. The pump was replaced but not the catheter.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.